Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: curtin c., chung k. (2002), use of eight-hole titanium miniplates for unstable phalangeal fractures. Annals of plastic surgery. Volume 49, number 6, pages 580-586 (USA). The purpose of this retrospective study is to describe the experiences after fixation using an eight-hole miniplate system as treatment for unstable phalangeal fractures. From may 2000 to august 2001, 13 patients (16 phalangeal fractures) with age ranging from 15 ¿ 66 years were reviewed for this study. These patients were fixed with an unknown synthes eight-hole low-profile titanium plating system, using either 1.0 mm or 1.5 mm screws. Functional outcome in the digits results were categorized by; excellent (fingers 220-260, and thumb 119-140), good (fingers 180-219, and thumb 98-119), fair (fingers 130-179, and thumb 70-97), and poor (fingers <130, and thumb <70). Clinical follow-ups were done 1 week post-op and x-rays were checked every 3 weeks until fracture healing is achieved. Complications were reported as follows: a (B)(6) male patient had delayed union of the middle finger. This patient died during a coronary bypass surgery. This report is for one (1) unknown eight-hole low-profile titanium plate this report is 4 of 6 for (B)(4). A copy of the literature article is being submitted with this medwatch.